Event description:
The ceramic ring broke off while using an opes console on cut ii with a setting of 9 at about 120 watts. The footswich was plugged in and the problem occurred about 5 minutes into case. It took approx 45 minutes to retrieve the piece from the pt. There was no reported adverse pt consequences as a result of this event.